Event description:
It was reported that a patient had an infection (B)(6) 2014 and the pump and catheter were explanted. There was no further history available as it related to the infection. The drug/s being infused by the pump were unknown. No outcome was reported regarding this event. Further follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).